Manufacturer narrative:
04/01/2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B) (4). Analysis is pending.

Event description:
The physician reported that during implant procedure, old device has been disconnected (lead measured by device before - was o.k.) And the reply pacemaker involved in this MDR report was connected to the lead but after the device has been put in the pocket, no pacing could be observed. The device has been disconnected and the lead measured again, but with psa (same values at the beginning). Pacing amplitude of the reply has been increased. After reconnection of the device, it has been put in the pocket, and no pacing was visible. Therefore the device has been replaced by another pacemaker which showed normal functioning and pacing.